Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had to have their settings increased due to experiencing breakthrough seizures. No other relevant information has been received to date.

Event description:
Additional information received noting that the cause of the increased seizures is "other" the increase was back to pre-vns baselines levels and the only intervention taken was a battery change.

Event description:
Additional information received from the patient's mother noting that the vns has helped to bring down the duration but it has not helped with the frequency of seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.